Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear lead-MRI; upn: m365sc2408560; model: sc-2408-56; serial: (B)(4); batch: 7070950.

Event description:
It was reported that the patient was experiencing inadequate stimulation and discomfort when stimulation was turned on. X ray showed that the lead had moved to a less optimal position. The patient underwent a lead replacement procedure and was doing well post-operatively. Explanted leads will not be returned.